Event description:
It was reported that the vns pt was admitted to the hospital on (B) (6) 2010 with an infection at the vns generator incision site in the chest. The pt was seen for an infectious disease consultation where it was noted that the left chest incision site was red and swollen which began about one month prior. In addition, it was noted that the pt has a history of uncontrolled blood sugars which have been progressively worsening over the last month, interrelated to increased erythema and swelling along with discomfort involving the left chest where his vns generator had been placed. In addition, it was noted that there was now some drainage of the wound. The pt subsequently had surgery where the surgeon opted to clean and irrigate the wound. The surgeon then created a new chest pocket and re-anchored the generator in the new pocket. The pt was seen for f/u on (B) (6) 2010 where the infection still persists and the surgeon has opted to remove the generator. The pt had surgery where the generator was explanted and the wound was re-irrigated. The pt prescribed antibiotics until the infection resolves. There was no manipulation to the device site and no cause noted in the chart.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.